Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced lack of visible drops during fill tubing and identified insulin leaking within the ilet pump chamber while changing supplies, which coincided with overfilling the cartridge to approximately 2 ml. Symptoms included no reported adverse clinical effects and no change in blood glucose. Outcomes included completion of troubleshooting and education with successful supply change, restoration of insulin delivery, and plan to fill the cartridge to approximately 1.5 ml to prevent overfilling. Investigation included technical support guidance and user-performed inspection and corrective actions. Investigation of this case revealed leakage likely due to overfilling and moisture in the chamber, which resolved after drying the chamber and refilling appropriately. It was concluded that device function was restored after user education and proper filling technique, with no injury reported.